Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-oct-2022, UDI #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient came to the doctor¿s office complaining of pain and drainage at the implant site. A surgical intervention occurred as the physician decided to remove the ins and lead on (B)(6) 2019 due to infection. The explanted devices were discarded by the customer. It was also noted that the explant was conducted without the knowledge of the representative. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.